Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lumbar interbody fusion and percutaneous pedicle screw fixation. It was reported that the screw head and shaft are separated, but they were not removed because the patient had no symptoms. The issue occurred during tlif surgery. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis #: (B)(4): 7576550 lot#: h5771703 visual examination of the mas bone screws "tulip" has been separated from the bone screw at approximately the base of the bone screw head. The damage on the sphere of the bone screw appears to show it may have exceeded the acceptable angle of the screw. Visual and optical inspection of the "tulip" identify that the c-clip has been damaged. After visual, optical, and microscopic examination, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The damage is consistent with overload. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.